Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the ups for the imaging system was replaced to restore functionality. While testing, it was found a ups was bad at installation. The imaging system then passed the system checkout and was found to be fully functional. The suspect uninterruptible power supply (ups) was returned to the manufacturer for evaluation. Testing found that the original batteries would not hold a charge and failed load testing. When new batteries were installed, the unit functioned as designed. Indicating an electrical failure mode. The bad at installation ups was returned to the manufacturer for evaluation. Testing found that the original batteries would not hold a charge and failed load testing. When new batteries were installed, the unit functioned as designed. Indicating an electrical failure mode. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while performing calibrations on the imaging system, the viewing station of the imaging system was beeping constantly. There was no patient present when this issue was identified. No additional information was provided.